Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Device passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error noted. However, device alarmed pump error 63 alarm during self test due to moisture damage to electronic assemblies. Device received with corroded motor home switch.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received a critical pump error alarm. The customer's blood glucose was 183 mg/dl. Customer reports they received the open book image on the insulin pump screen. Advised the insulin pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.